Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a shocking impedance measurement of 190 ohms in a certain vector. The caller stated they were going to reprogram the lead to single coil. No adverse patient effects were reported.